Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 08sep2021. The current heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) lists cardiac arrhythmia and stroke as adverse events that may be associated with the use of the hm3 lvas. In addition, the IFU outlines the recommended anticoagulation regimen and the suggested anticoagulation modifications in the event there is a risk of bleeding. A specific cause for the reported embolic stroke and cardiac arrhythmia could not be conclusively determined. In addition, a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's chronic atrial fibrillation was a risk factor during this event.

Event description:
It was reported that the patient suffered a right coronary artery (rca) stroke 3 days after heartmate 3 implant. The patient was being managed with a standard anticoagulation regime, and was seen to be favoring their right side with a risk factor of atrial fibrillation. Thrombus had not been detected in the left ventricle prior to procedure, and the origin of thrombus was unable to be determined. The patient commenced rehab.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.